Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen, prialt, and morphine (concentrations and doses unknown) via an implanted pump. The pump's indication for use (IFU) was listed as failed back surgery syndrome. On (B)(6) 2015 the patient's device failed and she went into withdrawal. The pump was not alarming. The patient went to the emergency room (ER), but no one would read the pump so she did not know the reason for withdrawal. She was not due for a refill until (B)(6) 2015. Her healthcare provider (hcp) was in (B)(6) and she had not found an hcp to manage her care in (B)(6) yet. She traveled back to (B)(6) for refills. Healthcare provider listings were requested. The patient was also given oral oxycontin and baclofen (treatment) since the withdrawals started. Diagnostics, interventions/actions or outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.